Event description:
It was reported via repair work order that the scale was inaccurate due to load cell malfunction and the fowler lockout leds were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the fowler lockout leds were damaged.